Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's right knee was revised. As reported: "we are doing a poly exchange today for global instability. Going to thicker poly." A 3x11 cs insert was revised to a 3x16 cs insert. Spoke to rep. Intra-operatively, it was confirmed that no implants were loose, worn, or broken. Rep confirmed that no further information will be released by the hospital or surgeon.